Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a generator replacement. Prior to the procedure, the atrial lead was tested as being within normal range for impedance. After the pocket was accessed the atrial lead¿s impedance tested as being low. Upon further inspection it was determined the lead was fractured. The atrial lead was capped and replaced. The patient was stable during and after the procedure.